Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse checked all the foot pedal switches in subsystem status and confirmed the camera button could not be activated. The fse found no related errors in the system logs. The fse swapped the foot pedal and its control cable with another surgeon side console (ssc), and the issue would follow. The fse noted that it was a connection problem caused by the surgeon backplane (sbp) connectors. The fse replaced the sbp printed circuit assembly (pca) to resolve the reported problem. The system was tested and verified as ready for use. Isi received the surgeon backplane (sbp) printed circuit assembly (pca) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce and confirm the issue. Visual inspection found the sbp unit was returned in good condition. The sbp was installed onto a test system, where it was programmed and started up. The camera arm did not move when stepping on the camera foot pedal. The sbp was scrapped after the failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to report that when the surgeon pressed on the camera pedal to move the camera arm, it would not follow the surgeons command. There was no error message at the time of the event. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they had switched to the second surgeon side console (ssc), and there were no further issues. The customer reported that the issue also occurred frequently but could not provide details. The issue would recover after a power cycle but occasionally occurred again during the procedure. The site continued with the case and there was no reported injury. Follow-up was performed and additional information regarding the reported event was obtained. The system was reportedly inspected prior to use, and no issues/errors were noted. The surgeon was in following mode at the time of the event. It was confirmed the customer contacted technical support after switching to the second ssc.